Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly and visual inspection. After disassembly, the repair technician confirmed through visual inspection that the spindle housing was damaged by debris and corrosion.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.